Manufacturer narrative:
Device evaluation update: g3, g6, h2, h3, h6 and h10 results of investigation: the suspect device was not returned for investigation. Vyaire medical was unable to reproduce the reported issue. However, the mainboard was replaced. Most likely the issue is caused by a hardware issue on the epc. Exact root cause is not determinable. This complaint will be included with on-going trending analysis. Vyaire medical will submit a supplemental report in accordance with 21 cfr section 803.56 if additional information becomes available.

Manufacturer narrative:
Vyaire medical file identification: (B)(4). At this time, the suspect device has not been returned for evaluation. However, log files show an adventstatelog on april 17th, and according to vyaire medical, the mainboard needed to be replaced, and the reporter was instructed to initiate a warranty replacement. Therefore, root cause has not been determined yet. Vyaire medical will submit a supplemental report in accordance with 21 cfr section 803.56 if additional information becomes available.

Event description:
The customer reported to vyaire medical that the bellavista 1000 began to alarm with red leds while ventilating on a patient, it continued to ventilate but the user interface froze and the display did not update. The issue occurred during patient use and an alternative ventilator is provided for the treatment of the patient. Furthermore, there is no patient harm associated with the reported event. The ventilator turned off when the battery ran out. The customer performed the user test and allowed the device to ventilate for some time, and it worked just fine with no errors occurred.